Manufacturer narrative:
Block b3: exact date unknown, event occurred in august 2023. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6) batch: (B)(6). Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, serial: na, batch: 31173675.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well post operatively. The explanted devices were kept by the medical facility.